Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The following investigations were conducted: visual inspection: the perifix one ø1,05mm (19g) 80mm p in the received customer picture was taken to a visual inspection for damages according to the test method 102002_damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended, endangers the assembly or function of the component, impairs the appearance of the component. Actual: one customer picture shows the used and torn off perifix one ø1,05mm (19g) 80mm p. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." The second customer picture shows the paper foil of the primary packaging with the variable data of the product. With the batch number 23g19a8701 were produce (B)(4) sets for order no. (B)(4). After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: we exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Because of this we assume of a problem during the application process. Based on the conducted investigations the sample in the customer picture is within the specification. Therefore, the complaint is considered as not confirmed. The investigation sample(s) is/are not available.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant the doctor used perifix one 402 in a patient and observed that the anaethesia not achieved up to the mark. Reportedly the doctor gave ga to patient and after surgery the catheter was removed but approximately 10 centimeters (cm) of the catheter remained in the patient's body.